Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years. The pump remains in use supporting the patient. The replaced portion of the distal percutaneous lead measuring approximately 7 inches and with a prior clamshell repair was returned for evaluation. The examination found breakdown of the braided shield at the metal connector, adjacent to the distal end of the clamshell, and at the terminus of the connector bend relief. Visual inspection of the wires found a breach in the brown wire insulation 1 inch from the metal connector. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The exposed conductors of the brown wire would have allowed a short to shield through the braided shield while the system was operating on the power module. The short would have resulted in the low speed events observed in the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported that pump speed drops while the vad is connected to the power module have been occurring for several months. The vad coordinator noted three instances of decreased speed events in the system controller history. The patient's percutaneous lead is reportedly in good condition, although there is a small tear in the silicone near the bend relief. A percutaneous lead clamshell repair had been performed in (B)(6) 2012. The patient stated that the driveline gets twisted from time to time. The health professional had the patient do some twisting and bending and no decreases in voltage, or alarms occurred. The patient remained asymptomatic during the events. X-rays of the driveline showed shield stretching right after the clamshell and near the bend relief. On (B)(6) 2015, the manufacturer's technical services representatives evaluated the patient's percutaneous lead. The continuity test did not reveal any broken wires. The distal end of the percutaneous lead was replaced without issues. No alarms occurred after the repair when the patient was placed on a grounded power module patient cable. The patient was discharged soon after the repair. No further events have been reported.